Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported 'upstream occlusion alarm' which were verified through a review of the event history log but not reproduced or tested during evaluation due to an unrelated issue. Further testing will done during repair processes. The reported condition was verified. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.